Event description:
It was reported that air in line sensor.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of air detector messages. Functional testing was performed and found that the device duplicated the reported issue. The investigation determined that a defective air detector was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The air detector was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information received and attached by ICU medical on 04-mar-2022. There was no patient involvement. This was discovered during pm (preventive maintenance), between patients.